Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. During inspection all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the system couldn't build a 3d model. There was no patient present. It was confirmed that the 3d spin had interrupted, so the 3d models build failed. Additional information was received. It was reported that the issue has not been resolved. It is an intermittent problem. It was noted that it was recommended that customers observe it for a while. Troubleshooting was done at the time of the event. They had checked the battery , paxscan, detector, and image acquisition system (ias) computer. No problems were found "for the time being." It was reported that there is interrupted 3d spin intermittently. The 3d image rebuild failed. The frequency of failures is very low. The machine is still under observation. Additional information was received stating that the spin was interrupted on the imaging system. Then the model of the system build failed. The system had been interrupted  in the spin. The machine did not fully rotate 360 degrees and then stopped. The images were transferred to the navigation system. The site was able to take images. The system is intermittently doing this.